Event description:
It was reported that a bd microlance needle separated from the syringe under the pressure of the plunger . There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
DHR- bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2101 (B)(6) 2017) during which 66 visual inspections were carried out with zero defects noted. Since bd was unable to duplicate your indicated failure mode since no sample has been provide and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to be determined. The defective connectivity may be caused by a defective luer dimensions or any damage in the syringe tip. The may be also related with the handling of the product as some insufficient adjustment between of the devices by the end user.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd microlance¿ needle separated from the syringe under the pressure of the plunger . There was no report of exposure, serious injury, or medical intervention.